Manufacturer narrative:
Insulin pump was received with blank display due to corroded electronic assembly. Moisture damage found on keypad traces and motor assembly. Unit had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area, and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that he jumped into the pond with the insulin pump on. The display went blank immediately after the insulin pump was exposed to moisture. The insulin pump did not power on after replacing the battery. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.